Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). Caller reported that the patient ended up in the ER on friday because the right side of their body looked like they were having seizures and their body was tensing. Caller stated it was a very rhythmic tensing like a zapping. Caller stated they called manufacturing representative (rep) who confirmed the unit was completely turned off and, in the interim, called an ambulance. Caller noted the patient was taken to the ER and stayed in the hospital until last night. Caller stated the hospital performed a CT, MRI, and eeg and there were no signs of seizure. Caller stated patient was in so much pain and the zapping went on for like 4 hours and the patient drenched the bed in sweat because that was how painful it was for them. Caller also stated that the area affected was just the right side and that the nerves that the unit is hooked up to are on that side. Caller mentioned that less than 12 hours before the incident, they had recharged the patient's implant battery because they found out the patient wasn't using it. Caller added that, while patient was in the hospital, the implanting healthcare provider (hcp) was contacted and caller stated hcp indicated they have never had complications with the device. Caller commented it is reasonable to believe there would be some type of malfunction at some point and added that they had goggled it and saw online that there have been problems that were listed. Caller stated they want to rule out that the battery was faulty or having some kind of malfunction because the hospital had ruled out a seizure; caller commented the event was so horrifying and it was very scary as a client. Caller inquired about meeting with a representative to interrogate the implant. Agent reviewed role of representative and provided nas number. The patient was redirected to their healthcare provider to further address.